Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm synchroseal was used and the front covering was torn too much. After the professor found out that the cover was torn, they stopped using it for its original purpose and started using it only for traction. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did replicate and confirm the customer complaint "during the surgery, synchroseal was used and the front covering was torn too much. After the professor found out that the cover was torn, he stopped using it for its original purpose and started using it only for traction". The instrument was found to have a torn jaw cover at the distal end. The component is damaged and there may be missing pieces/material, but the size of the missing pieces cannot be confirmed. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal. This issue can be resolved by using an alternate instrument to complete the procedure.